Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 580 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual bolus but their blood glucose remained high. Customer advised there were air bubbles present in the tubing and the cannula was bent when removed from the body. Customer was advised air bubbles and a bent cannula resulted in high blood glucose levels.